Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right atrial (ra) and right ventricular (rv) leads exhibited high thresholds. The ra lead also exhibited oversensing, polarity switch and chronic low impedance warning. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.